Event description:
It was reported that right ventricular (rv) lead exhibited high threshold, and the lead appeared to have dislodged. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece. The reported event of unacceptable capture threshold was not confirmed. Visual examination of the lead did not find any anomalies except for procedural damage. X-ray examination of the lead found the inner coil in the connector region was over torqued consistent with procedural damage. Electrical testing of the lead did not find any indication of conductor fractures but found an internal short due to the over torqued inner coil in the connector region. Visual examination of the lead found the helix was partially extended and clogged with blood/tissue. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to retract and extend. The measured helix extension length was within specification.